Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 707.8 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital after going on a road trip to tn and felt her pump get caught in her wheelchair arm. After that moment, the patient described she felt her "ms hug" come on. The physiatrist and neurosurgeon were aware of the symptoms. The patient also felt like she had fluid around her pump and swollen feet, and thought her pump may have flipped. The patient denied any increased spasticity to the surgeon and rep. The patient was booked for possible pump/catheter revision. It was reported that the rep was able to interrogate the pump easily. It was further reported that the surgeon did not think excessive fluid around the pump and decided they would rather the patient have more work up to determine catheter patency (cap study) and drug reservoir refill before determining if a revision was needed. The patient was given oral (po) baclofen (the rep was unaware of dose and was unable to obtain). The patient would get a refill and see the physiatrist for more workup early next week. The issue was reported to be resolved at the time of the report and the patient's status was "alive-no injury". The patient weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient was hospitalized due to question of infection (fluid around the pump) and concerns for the pump working even though there was no increase in spasticity. It was further reported that the patient was admitted to the hospital. The patient's pump was not flipped and the patient was discharged and seen by a pentec nurse who was able to fill the pump without a problem. The rep also indicated that the patient was discharged and seen by a physiatrist that didn't feel like concerning fluid around the pump and given no increase in symptoms, there was no concern for further investigation. The rep stated that there were no diagnostics/troubleshooting results to share. They were able to fill the pump and the physiatrist evaluation came back without concerning findings. Actions/interventions taken included the patient's pump was interrogated, filled and the patient stated there was no increase in symptoms and was discharged. Per the physiatrist, the patient was feeling fine at the follow-up appointment.